Event description:
It was reported that the ventilator had a leakage. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator. The o2 hose was leaking. The provided picture confirmed the reported problem. The defective o2 hose was a getinge product.. The problem was solved by replacing the o2 hose . After replacement, the ventilator passed all functional, safety, and electrical tests to factory specification. The received logs confirmed the reported leakage at date of the event. No parts were returned for investigation, therefore the root cause for the reported problem could not be determined.